Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had an unexpected restart alarm. The blood glucose level was 283 mg/dl and then went to 56 mg/dl which she treated with food and blood glucose at the time of the call was 130 mg/dl. Troubleshooting was performed. The customer stated that a temporary basal was not programmed before the alarm, the device was not stored or not in use for an extended period of time. The alarm did not occur shortly after inserting a new battery and was not recurring during normal use. While resetting the time/date, the customer received an external ram error alarm. The customer was assisted with clearing the alarm, programming the time/date and programming a bolus. The insulin pump passed the self-test. It was advised to monitor the device. The device will not be returned for analysis.